Manufacturer narrative:
One fogarty embolectomy catheter without any attached components was returned for evaluation. As received, the balloon was inflated and balloon inflation solution was observed inside the balloon. Blood was observed on the windings, balloon and catheter body. The proximal windings and bushings were found to have slipped distal on the catheter tip beyond the balloon inflation port. This condition may occur when a pull force of 6.6 n on an inflated balloon (per IFU) has been exceeded. Indication of bonding was observed around the proximal windings and the bushing site on the catheter body. There were no missing components. The thru lumen was occluded with clotted blood and the occlusion was not able to be cleared. No visible damage to the catheter body was observed. Visual examinations were performed under microscope at 20x magnification and with the unaided eyes. A review of the manufacturing records indicated that the product met specifications upon release. Customer report of deflation difficulty was confirmed during the evaluation. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions.

Event description:
It was reported that it was unable to deflate the balloon during use. It is unknown if the inflation syringe was removed from the gate valve or not. It is also unknown if an additional incision was required or not. There were no patient complications reported.